Event description:
The device was used during a colon procedure. Reportedly, the staples did not hold and the pt had a reoperation the same day. Another device was used. The product was discarded by the hospital. Other product is being returned.